Manufacturer narrative:
Our fse(field service engineer) was on site and investigated the reported issue and exchanged the expiratory channel printed circuit board (pcb) which solved the problem. The part is not returned for our investigation, it was scrapped. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The reported technical error is a power error and it was not possible to confirm the presence of the error since we have not received the device logs. Previous investigations showed that, a capacitor in the pull magnet supply circuit of the expiratory channel pcb, can be shorted which causes the safety valve to always be in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that, the reported issue most probably caused by a shorted capacitor on the expiratory channel pcb, that is the part of the safety valve function.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a power error. There was no patient harm. Manufacturer ref. #: (B)(4).